Event description:
It was reported by service report that the motion functions were not operating from neither the side rail nor footboard. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Resuls: loose connection between the power supply cord with the cpu board.